Event description:
It was reported that during preparation of the armada 14 catheter while pulling negative, bubbles were seen and it was believe the hub was cracked. The device was not used on the patient. Another armada 14 was used to complete the case successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak was able to be confirmed as fluid came out of the guide wire port of the hub. This leak was likely mistaken for the crack in the hub. The severity risk level for this type of failure was assessed as low. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related leaks was noted by the manufacture. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue will be implemented and the performance of these devices will continue to be monitored.